Manufacturer narrative:
Evaluation summary: product evaluation: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. Root cause: the root cause could not be identified by the investigation. Action taken: investigation has been completed based on current information. No further action is warranted at this time. Conclusion: based on our current tracking, there are no adverse trends for this reported complaint and based on these findings the residual risk remains unchanged and at an acceptable level. There has been one other similar complaint reported in the lot number. Additional information was requested on 08/01/2011 and 08/23/2011 by fax, phone and mail. A completed questionnaire has not been received. (B)(4).

Event description:
A surgeon reported a pt was not happy with her near vision following intraocular lens (iol) implant surgery. She stated the pt's bcva has decreased, but does improve with the use of artificial tears. The surgeon stated she does not blame the lens for the decreased vision, but she thinks it is due to the pt's mild dry eye/ocular surface disorder. She reported she expects the pt's vision to improve with time and better tear film/ocular surface. Additional information has been requested.